Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the patient experienced syncope or near syncope and the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.